Manufacturer narrative:
1) the customer and her son ,used antigen test kits from different brands and obtained different results: ihealth - negative; other - positive, (brand not provided) 2) the customer did not provide pcr test results and ihealth test kit lot no. 3) on 8/19/2024, ihealth customer service reached out to the customer by via email and asked for the following information: photos of the outer box (the carton) and the front and back of the individual test kit packaging box. [?] Looking for the upc and lot number). The date and time of your suspected false negative. Any follow up pcr test results? The types of tests those were, the dates and times those tests were taken and results received. Where you purchased the test from, and if you have an order number and contact information for that purchase 4) customer service reached out to customer again on aug 26, 2024 and sep 4, 2024 with the same questions ,the customer has not replied to any information.

Event description:
Event details: this product isn't effective. My son tested positive with another product and then again at urgent care. I only purchased the test because I didn't want to leave the house and I am not feeling great. I tested myself and it came back negative, so I tested it on my son. He also came back negative. That makes sense because he fe.